Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that quality controls levels 1 and 2 were within the acceptable limits at the time the event occurred. As instructed by ccc, the customer bleached all drains, replaced the sample probe and reagent probe 1 arm and ran precision, resulting satisfactory. The cause of the discordant, falsely depressed ezcr is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed enzymatic creatinine (ezcr) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) who questioned it, as this is renal patient who typically has high ezcr results. The sample was repeated on the same instrument, resulting higher as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ezcr result.